Event description:
It was reported to boston scientific corporation in 2006 that a c.r.e. Balloon dilatation catheter was used during a procedure performed four days prior (patient gender, age and weight are unknown). According to the complainant, the balloon broke. No information could be ascertained regarding patient complications or condition.

Manufacturer narrative:
Balloon burst. The device was returned without its stopcock or protective sleeve. Visual examination of the returned device revealed that balloon was torn longitudinally. The cause of the reported malfunction could not be determined. The device history record for this lot was reviewed; no anomalies were noted.